Manufacturer narrative:
The product was not returned for investigation and the reported event could not be confirmed. For infection complaints expanded investigations were performed to assure that neither the complained devices nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event. In the present case the available information was not sufficient enough to determine the exact root cause for the failure mode (infection), but during the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
It was reported that a patient had to undergo a revision surgery, due to infection. The screws from the original surgery were removed and replaced, but the initial plate was re-used in the revision surgery. The original case was a maxillary osteotomy. The revision was a maxillary debridement with tooth extraction.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a patient had to undergo a revision surgery, due to infection. The screws from the original surgery were removed and replaced, but the initial plate was re-used in the revision surgery. The original case was a maxillary osteotomy. The revision was a maxillary debridement with tooth extraction.